Event description:
The surgeon had performed a bicompartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. More than (B)(6) weeks after the procedure, on (B)(6) 2010, mako was informed that the surgeon was concerned about the alignment of the tibial baseplate and thought it was positioned valgus instead of one degree varus as planned.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio) and placement of the implant. A mako biomechanics engineer reviewed the post-operative x-rays and concluded that the implant was in fact varus, but it was 7 degrees varus. The case session file reveals the prescribed registration pattern was not followed by the surgeon, and some of the registration points do not lie on the surface of the bone. Excess cement along the lateral edge of the baseplate also contributed to the extra 6 degrees of varus in the x-ray.